Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced numerous backup battery fault alarms. The patient panicked and performed two system controller exchanges. Log files were submitted for review and captured a backup battery fault event on 10jul2025 at 9:49:35. The event appeared to have occurred after the system controller attempted to perform a load test. There were a couple of driveline disconnect events recorded before this system controller, (B)(6), was reconnected. The backup battery fault events persisted after reconnection. The patient was asked to perform 5 self-tests and the alarm still persisted. The backup battery was then exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported backup battery fault alarm could not be confirmed. Log files were not submitted for review for the system controller (serial number (B)(6)). The system controller was not returned for analysis. Further additional information indicates two system controller exchanges were performed in response to the backup battery fault alarm. The root cause of the reported backup battery fault alarm could not be conclusively determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas if section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 lvas IFU section 7 ¿ ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 ¿ ¿equipment storage and care¿ and the heartmate 3 patient handbooksection 6 ¿ ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.